Manufacturer narrative:
Investigation: visual inspection: deposits in the pediatric prechamber were observed through the visual inspection. No significant deformations or damage were detected. Permeability test: a permeability test has indicated that the progav 2.0 valve has a blockage. The shuntassistant 2.0 and the pedriatric prechamber are permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Because the progav 2.0 valve is not permeable, a computer controlled test is not possible. The shuntassistant 2.0 is operating not within the specified tolerances in the vertical position. An accelerated outflow was detected. Adjustment test: the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valves, deposits were found in both valves. Results: based on our investigation results, we have determined that there was a blockage in the shunt system at the time of our investigation. Detected deposits were the cause of the blockage. Existing deposits in the csf can temporarily impair the function of the valve and is described as concomitant symptoms in hydrocephalus therapy. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx597t) was implanted during a procedure performed on (B)(6) 2021. According to the complainant, the shunt system was believed to be operated in underdrainage. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.